Event description:
Pt called in (B)(6) 2013 to inform pdc of medical intervention that occurred on (B)(6) 2013 at 11:30. Pt's husband reported medical intervention. He said his wife was disoriented and had dilated pupils. He used the prodigy meter to test her glucose level and it read 207mg/dl. Medics were called an tests were performed with their meter 10 minutes after that of prodigy's. Their results were 27mg/dl, 43mg/dl, 63mg/dl and then 80mg/dl. Treatment provided was a glucose IV. Pt was not transported to the hospital. Per pt, last meter readings are: 7-day avg 105mg/dl, 14-day avg 112mg/dl, 28-day avg 113mg/dl, (B)(6) 2013 4:00pm 49mg/dl, (B)(6) 2013 3:49pm 178mg/dl, (B)(6) 2013 3:48pm 61mg/dl, (B)(6) 2013 9:02am 47mg/dl, (B)(6) 2013 9:24am 133mg/dl. Prodigy sent a replacement meter, ts, and a prepaid envelope to pt and requested return of suspect product(s) for evaluation.